Event description:
Reference importer # (B)(4).

Manufacturer narrative:
The device was evaluated and it was found that the battery was not charging. The battery was replaced to address this issue. Resmed risk analysis for this failure concludes that the risk is acceptable. (B)(4).